Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio open access suture capturing device and repliform graft, as the physician was attempting to throw a gore-tex suture through the patient's sacrospinous ligament, the needle detached inside the patient. Nothing was noticed to be bent on the capio device. The physician did an initial x-ray and did not see the needle. During recovery, the physician did another x-ray and did locate the needle, but opined that it was not necessary to remove it. The physician used another capio open access suture capturing device to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported that during a neck dissection procedure, clips were falling out and the applier locked on the vessel which was manually removed by pulling the handles apart. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.